Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no button error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. Customer passed out. The paramedics were called to treat blood glucose of 20 mg/dl. Customer was transported to hospital. The blood glucose reading increased to 60 mg/dl. Nothing further reported.